Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed constantly even after fixing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer (fse) adjusted all wire harness to the latch and applied grease to all connections and latch. Fse verified the door and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.